Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Subsequently, pump declared a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose ranged from 160-177 mg/dl. Customer reverted to manual injection for insulin therapy.